Manufacturer narrative:
The failure investigation has been completed and the alleged charging issue was verified; however, no failure was identified related to the wake button issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, the customer received a "stuck button" alarm (alarm 22) and indicated that the button may have been stuck at the time of the alarm, as there was nothing pressing on the button during the event. The customer's blood glucose ranged from 107-118 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.